Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received for evaluation, in fair condition. Functional testing confirmed the customer's reported problem of no power, due to corroded battery holder. Root cause was deemed to be user-related. Action(s) taken to mitigate the reported issue(s): replaced battery holder and device passed all functional tests.

Event description:
It was reported that the device battery power intermits/power on and off; and this problem persisted independent of the device settings. It was not in use with a patient. No patient injury was reported.